Event description:
The customer reported the device would not power up on ac power. No patient involvement reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Event date: (B)(6) 2014. Conclusion / root cause: the failure of c56 capacitor prevented the power supply from operating on ac power. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the device would not power up on ac power. No patient involvement reported.